Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that a sensing anomaly and unacceptable thresholds were observed on the atrial channel of the pulse generator. The device was explanted and replaced.